Event description:
It was reported that prior to starting a da vinci surgical procedure, the shaft of the maryland dissector instrument was identified as being damaged and the customer was concerned that fragments could fall into a patient during surgery. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has been returned for evaluation, however, failure analysis investigation of the returned affected part is not complete. At this time, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted after the evaluation has been completed or if additional information is received. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.